Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 125 ohms. It was also noted that the shock impedance had been trending gradually higher over the last several months. Technical services (ts) discussed possibility of delivering a max energy shock to check further. The field representative will further discuss this with the physician. This lead remains in service. No adverse patient effects were reported. Additional information was received a commanded shock was performed with this rv lead and shock impedance measurements were within normal limits. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 125 ohms. It was also noted that the shock impedance had been trending gradually higher over the last several months. Technical services (ts) discussed possibility of delivering a max energy shock to check further. The field representative will further discuss this with the physician. This lead remains in service. No adverse patient effects were reported.